Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during a procedure, it was hard to slide the scissors in the cannula, it was sticking. The procedure was completed with the original kit. No patient effect was reported by the hospital.